Manufacturer narrative:
It was reported that the patient had a revision surgery due to pain, swelling and stiffness. The physician decided to exchange the poly insert to a thicker one. The associated genesis ii ps high flexion articular insert, used in treatment, was not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of instructions for use revealed the alleged failure is previously identified in the potential adverse events. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Probable causes could include but not limited to size of device or device alignment. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that physician took his patient, took his patient to theatre for a quadricepsplasty and soft tissue release following a total knee replacement in (B)(6) this year. For the first three month post the initial implantation the patient was happy but after that the knee was painful, swollen and stiff. Intraoperatively dr. Decided to exchange the poly insert to a thicker one.